Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up. The unit was evaluated by a philips field service engineer. The symptom was verified. Upon opening the device, it was noted that a power pca cable was loose. Reseating the connector resolved the issue.